Event description:
Pt reported that their blood glucose decreased to 59 mg/dl (also the device has been generating occlusion errors). Pt stated that they have lost confidence in the device. Pt received no treatment for low blood glucose.